Event description:
It was reported that when the patient¿s pump was first implanted, the first catheter caused a bunch of scar tissue to grow, so they had to go back in and put another catheter in the patient. The issue happened in (B)(6) 2010. The patient stated that the prialt in the pump was to try to dissolve the scar tissue. The pump was used to infuse prialt (ziconotide) and dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer indicated the scar tissue grew around the catheter and "killed the nerve on the left leg." The catheter reportedly got "down in the durum, where it could not be removed." The catheter was snipped and left in his body. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11406r36, implanted: (B)(6) 2003, product type catheter. (B)(4).